Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 09-may-2024, it was reported by the patient that infusion set was leaking due to which hyperglycemia occurs. High blood glucose level was 257 mg/dl and treated by pump. In troubleshooting leak was found from the tuning. No further information was available.